Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus field service engineer (osp) was informed by the customer that the visera elite ii video system "does not end startup sequence" during an unspecified event. The system will be returned to the regional repair center for evaluation. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer error description was confirmed and flashing lights panel were observed. However, a root cause could not be identified. In addition, a printed circuit board (dp board) was found defective and will be replaced. It was surmised that mishandling was caused with increasing use/time. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.